Event description:
On (B)(6) 2010, product explanted due to helix was sticking with extension/retraction. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).